Event description:
A customer reported that an ophthalmic operating sutures are broken and the needle does not cut during the surgery. The procedure and patient harm was not reported. Additional information has been requested and non received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Ten unopened sutures in blisters in pouches were received for the report of breakage of nylon, needle does not cut. Samples were visually inspected and found to be conforming. A dimensional inspection was done for suture diameter and samples were found to be conforming. Functional testing for suture strength was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be conforming, therefore the suture breaks as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The returned unopened samples were found to be conforming, therefore the needle is dull as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. An investigation has been completed in order to investigate the root cause of dull suture needles. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. All suture needles are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).